Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that with prolonged use of cutting and aspiration during surgery, the efficiency decreased and the sound changed to a high pitched noise. The procedure type was unknown. The procedure was completed on same day by replacing it with the same product. There was no patient contact.